Event description:
Patient developed bladder stones approximately one year after transurethral microwave thermotherapy treatment. Stones were removed, and doctor suspected that stone may have been a calcifed piece of balloon. No further patient problems.